Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The device had missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. Troubleshooting was performed, and the drive support cap did not appear to be damaged. The displacement and self test were completed and passed. No further information was provided.